Event description:
The reporter indicated that a 12.1mm, vicmo12.1 -5.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Lens opacity was observed on (B)(6) 2022. On (B)(6) 2022 the lens was explanted and the problem resolved. Cause of event was unknown. For additional information the reporter stated " the patient was admitted to the cataract department of our hospital on (B)(6) 2022 with painless progressive vision loss in eye for half a year. Later, on (B)(6) 2022, the patient received icl iol extraction for phacoemulsification extraction and iol implantation in our hospital."

Manufacturer narrative:
This product is not marketed in the us. (B)(4).